Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. One of the cable segment that contains the crimp was broken of from the clevis with part of the pitch cable and returned with the instrument. Electrical continuity testing was performed and passed. Additionally, there were indentations at the edge of the distal pulley and visible scratches on the surface. Engineering concluded the damage was likely due to mishandling. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure the console surgeon complained of difficulty in opening and closing the jaws of the maryland bipolar forceps instrument. The scrub nurse tried to remove the forceps for checking and found that the string of the instrument was cut so didn't use the instrument further. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.